Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in the light guide cover lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable cause of the complaint is cause not established. Olympus will continue to monitor field performance for this device.